Manufacturer narrative:
The complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Literature article: dendritiform keratopathy associated with exposure to polyquarternium-1, a common ophthalmic preservative. (American academy of ophthalmology; 2016, 123(3) : 451-456). The manufacturer internal reference number is: (B)(4).

Event description:
As reported in the literature out of sixteen consumers, twelve consumers were exposure to contact lens care disinfecting solution containing polyquaternium-1. The actual contact lens care disinfecting solutions associated with the event is not known, therefore as per the article, unspecified contact lens care disinfecting solution was considered as a suspect product. This complaint refers to one of the consumers out of twelve, who was exposed to contact lens care disinfecting solution containing polyquaternium-1 and experienced bilateral dendritiform keratopathy, irritation, and stroma with minimal haze. Consumer was prescribed with prednisolone acetate one percent and systane four times daily for one week but had no improvement in symptoms even after their use for one week. Later consumer discontinued use contact lens for two weeks but continued to use systane 4 times daily. Despite increase in the prednisolone regimen to one drop every hour for one week, irritation persisted. On ocular examination, the conjunctiva was noninflamed, superior cornea had a dendritiform lesion composed of thickened, gray epithelium located just superior to the visual axis, the limbus was normal, and stroma had minimal haze. The lesion persisted despite treatment with topical prednisolone however, she continued to use systane, which also contains polyquaternium-1. After discontinuation of systane, the lesion resolved within 10 days. Consumer resumed contact lens wear using different sterilization product with no recurrence of keratopathy and no further problems during one month of follow-up. The current status of the consumer eye was symptoms resolved at the time of this report. No additional information requested due to the unlikelihood of obtaining additional information from literature articles.

Manufacturer narrative:
A3.b; updated. H.3., h.6.: the lot number was not provided, and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is(B)(4).